Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the damaged of the camera cable packing. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the communication failure between the video processor and the camera head due to the failure of the printed-circuit board by the water immersion from the damaged of the camera cable packing by the user handling. Olympus stated the appropriate handling of ch-s400-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s400-xz-ea.

Manufacturer narrative:
The subject device is planned to be returned to omsc but has not been returned to omsc yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a therapeutic procedure, it was found that the endoscopic image was not displayed. The user facility replaced the subject device to another device and completed the intended procedure. There was no report of patient injury associated with the event.